Manufacturer narrative:
B1- adverse event or product problem- updated from product problem to adverse event. H1- type pf reportable event- updated from malfunction to serious. H6- medical device problem code: updated from 3189 to 2993. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Lens remains implanted. Cause of the event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.